Manufacturer narrative:
This supplemental is being filed to correct the previous decision as there is no reportable allegation against the product itself. Boston scientific does not consider this to be a reportable event.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced swelling of the cheeks, lips, and mouth, suggesting a possible allergic reaction. Technical services (ts) provided a materials list and confirmed that the patient's device contains titanium. No additional adverse patient effects were reported. This rv lead remains in service

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced swelling of the cheeks, lips, and mouth, suggesting a possible allergic reaction. Technical services (ts) provided a materials list and confirmed that the patient's device contains titanium. No additional adverse patient effects were reported. This rv lead remains in service